Event description:
Two 23 mm cardioseal septal occluders were implanted to close a patient foramen ovale and an accompanying fenestrated atrial septal defect. Approximatley three weeks later the patient reported some numbness and "pins and needles" on different occasions in left and right fingers which resolved in approximately 15 minutes. 26 days later they presented to the emergency room at the direction of their cardiologist after experiencing an episode of dizziness and numbness in their leg and lip. A transthoracic echocardiogram was performed revealing a thrombus-like mass attached to the inferior aspect of the more inferior of the two devices. The patient was admitted and given a therapeutic dose of heparin and a single dose of plavix. Following a tee the next day a decision was made to surgically remove the thrombus and devices and the procedure was performed.